Event description:
It was reported some of the unipolar pairs had impedance readings greater than 2000 ohms. Impedances were tested prior to the pt's MRI scan. Add'l info will be provided when it becomes available.

Manufacturer narrative:
(B)(4).